Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced air in the patient line on the homechoice (hc) device, during fill one of six. The hp was connected at the time of the event. During troubleshooting, there was nothing unusual noted that could have caused or contributed to the event. The technical service representative (tsr) reviewed proper procedures with the reporter. The hp would complete therapy using all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.